Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did locate 1 similar complaint with the same failure mode for this serial number. Case: (B)(4): user login issues. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-may-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the admin account was being utilized and the password got locked. A technical support specialist sent information through email to customer regarding this issue. Customer was non-responsive to attempts to follow up for more information. Proceeded to close the case since there was no response from the customer.

Event description:
It was reported by the customer that an es s/w only server system admin account was being utilized and the password got locked. A customer indicated that the user experienced a delay in patient care as users were not able to log in to the pyxis stations. There were no adverse events or injuries reported based on this incident.